Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of hypersensitivity ('allergy') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral adnexectomy). Essure was removed on (B)(6) 2020. At the time of the report, the hypersensitivity and premature menopause outcome was unknown. The reporter considered hypersensitivity and premature menopause to be related to essure. The reporter commented: essure device sample is in custody of the hospital as reported. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2020: bilateral adnexectomy menopause. Essure comes out due to allergy. Macroscopic examination the adnexa addressed are undifferentiated - adnexa "a": tube measuring 5 cm in length containing an essure device. Ovary measuring 3 x 1.5 x 1 cm with no macroscopic abnormality (1, 2). - adnexa "b": tube measuring 5 cm in length containing an essure device. Ovary measuring 2.5 x 1.5 x 1 cm with no macroscopic abnormality (3, 4). Microscopic examination all of the samples collected concern ovaries of significantly normal histological structure, rich in corpus albicans. The tubal walls are free of microscopic abnormalities. Conclusion the right and left adnexa are free of microscopic anomaly. No image causing suspicion of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-jul-2020. This spontaneous case was reported by a pharmacist and describes the occurrence of hypersensitivity ('allergy') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral adnexectomy). Essure was removed on (B)(6) 2020. At the time of the report, the hypersensitivity and premature menopause outcome was unknown. The reporter considered hypersensitivity and premature menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination on (B)(6) 2020: bilateral adnexectomy. Menopause. Essure comes out due to allergy. Macroscopic examination the adnexa addressed are undifferentiated adnexa "a": tube measuring 5 cm in length containing an essure device. Ovary measuring 3 x 1.5 x 1 cm with no macroscopic abnormality (1, 2). Adnexa "b": tube measuring 5 cm in length containing an essure device. Ovary measuring 2.5 x 1.5 x 1 cm with no macroscopic abnormality (3, 4). Microscopic examination. All of the samples collected concern ovaries of significantly normal histological structure, rich in corpus albicans. The tubal walls are free of microscopic abnormalities. Conclusion. The right and left adnexa are free of microscopic anomaly. No image causing suspicion of malignancy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of hypersensitivity ('allergy') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2010, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral adnexectomy). Essure was removed on (B)(6) 2010. At the time of the report, the hypersensitivity and premature menopause outcome was unknown. The reporter considered hypersensitivity and premature menopause to be related to essure. The reporter commented: essure device sample is in custody of the hospital as reporterd. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2020: bilateral adnexectomy menopause. Essure comes out due to allergy. Macroscopic examination: the adnexa addressed are undifferentiated adnexa "a": tube measuring 5 cm in length containing an essure device. Ovary measuring 3 x 1.5 x 1 cm with no macroscopic abnormality (1, 2). Adnexa "b": tube measuring 5 cm in length containing an essure device. Ovary measuring 2.5 x 1.5 x 1 cm with no macroscopic abnormality (3, 4). Microscopic examination: all of the samples collected concern ovaries of significantly normal histological structure, rich in corpus albicans. The tubal walls are free of microscopic abnormalities. Conclusion: the right and left adnexa are free of microscopic anomaly. No image causing suspicion of malignancy. Amendment: the report was amended for the following reason: reg authority removed from reporter, references amended, localization of device post removal added to the case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of hypersensitivity ('allergy') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced premature menopause ("early menopause"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral adnexectomy). Essure was removed on (B)(6) 2020. At the time of the report, the hypersensitivity and premature menopause outcome was unknown. The reporter considered hypersensitivity and premature menopause to be related to essure. The reporter commented: essure device sample is in custody of the hospital as reported. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2020: bilateral adnexectomy menopause. Essure comes out due to allergy. Macroscopic examination the adnexa addressed are undifferentiated adnexa "a": tube measuring 5 cm in length containing an essure device. Ovary measuring 3 x 1.5 x 1 cm with no macroscopic abnormality (1, 2). Adnexa "b": tube measuring 5 cm in length containing an essure device. Ovary measuring 2.5 x 1.5 x 1 cm with no macroscopic abnormality (3, 4). Microscopic examination: all of the samples collected concern ovaries of significantly normal histological structure, rich in corpus albicans. The tubal walls are free of microscopic abnormalities. Conclusion: the right and left adnexa are free of microscopic anomaly. No image causing suspicion of malignancy.. Most recent follow-up information incorporated above includes: on 2-nov-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.